Event description:
Information received by medtronic indicated that the customer reported a crack on the battery side of the insulin pump. Troubleshooting was performed and found that there was no damage to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump alarmed critical pump error after battery installation. Unit successfully downloaded to thump. Verified 3 consecutive pump error 63 alarms (line number 19208 file number 49) in the adapt tool fault error log due to hardware issue with lcd as per analysis log 3926732. No date time listed in the adapt tool fault error log for pump error 63. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: corroded battery tube, scratched case, and pillowing keypad overlay. Case battery tube, cracked case corner of belt clip rails, cracked battery tube threads, and pillowing keypad overlay. Critical pump error (open book image) alarm was confirmed during analysis, and found in the history file due to a fatal alarm, pump error 63. Pump error 63 confirmed due to moisture damage to electronic stack, motor, and force sensor. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.